Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at follow-up, the svc coil was found bent and damaged via x-ray. A slight increase in capture threshold was noted. Lead was capped and replaced.